Event description:
It was reported on (B)(6) 2015 that upon starting a replacement case an "unable to open port" message was seen for which a new serial cable was used and resolved the issue. The patient was not affected since a new cable resolved the issue. The serial cable is expected to be returned but has not been received to date.

Manufacturer narrative:
Corrected data: initial report inadvertently did not include UDI for the suspect device. (B)(4).

Event description:
The tablet serial cable was received for analysis on 08/25/2015. An analysis was performed on the returned usb to db9 cable and no anomalies associated with the serial cable performance were noted during testing. The serial cable performed according to functional specifications.